Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received an error in the motor detected by reading an unexpected value from hall sensor(pump error 43). No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was able to clear the alarm successfully but was not able to complete the rewind. The customer will discontinue using the insulin pump and the pump will be returned for analysis.

Manufacturer narrative:
S/w version = 5.2a retainer ring = black case type = ngp on (B)(6) 2023, the customer alleged for cosmetic damage involving the label and pump motor error. Pump was received with battery cap contact missing. Pump passed self-test. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to failed rewind test caused by pump error 37. Thump was utilized and downloaded trace/history files properly. In further full review in the pump memory/history found multiple: pump error 43 on the event date of 03/07/2023 23:00:54.000 to 03/07/2023 23:58:01.000. Pump error 37 on the event date of 03/07/2023 23:10:41.000 to 03/07/2023 23:18:15.000. Pump error 38 on the event date of 03/06/2023 00:17:08.000 to 03/07/2023 23:28:13.000. Pump error 130 on the event date of 03/06/2023 00:17:12.000 to 03/07/2023 23:39:21.000. No pump error 38/43/130 alarm during testing. Pump error 37 alarmed during testing. Pump was cut open to perform visual inspection and found moisture damage on the force sensor and motor. The motor was not tested outside of the device on the ngp stb3 due to moisture damage on the motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, missing display window/cover, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and serial number label missing. Pump error 37/38/43 was confirmed due to moisture damage on motor. Pump battery cap contact missing was confirmed. Pump error 130 was not confirmed. Cosmetic damage was confirmed located at the serial number label missing. Moisture damage was confirmed on the force sensor and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.